Event description:
As reported, the balloon of an unknown-16mm maxi ld percutaneous transluminal angioplasty (pta) balloon dilatation catheter burst when it was inflated to 4atm. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.